Event description:
It was reported that the patient had a driveline power fault that appeared after damage to the driveline from unknown source. The modular cable was changed out and the patient was changed to their backup system controller. Rescue tape was placed on the damaged cord. The alarm was gone after the new system controller was placed. Log files were reviewed, and it showed that the fuse was blown in the system controller. This caused the driveline power fault on power a and the concern is that the ground wire was also compromised. Something sharp must have cut through the yellow kevlar layer and nicked both the power a and ground a. Upon talking to a nurse, they had just changed the patient's dressing and there was no damage done at that time. They heard an alarm and upon return to the patient room, they noticed the damage. They said this patient has had behavioral issues such as pulling out PICC lines multiple times in the past. The site thinks they might have gotten a hold of something. The patient denies this and also refused hospice.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm associated with driveline damage and a blown fuse. These findings are consistent with suspected driveline wire damage; however, evaluation of the available images was only able to confirm superficial damage to the external pump cable. A specific cause for the driveline damage could not be conclusively determined through this evaluation. Review of the available images confirmed damage to the external pump cable that appeared acute and consistent with cutting or other sharp tool use on the pump cable. The damage was noted near the terminus of the bend relief and approximately 2 inches from the terminus of the bend relief. The bionate was visible beneath the armor layer; however, the underlying wires were not visible, and wire damage was unable to be confirmed through the submitted images. Review of the submitted log files found that a controller internal fault alarm activated in the morning of (B)(6) 2025 and was associated with a blown fuse. The driveline power fault alarm then activated due to a lack of current on the associated power wire as the fuse was open. These events appear consistent with driveline wire damage. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline. The IFU and patient handbook instruct to not twist, kink, or sharply bend the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact right away if the driveline is damaged. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.